Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilatation. However, during the inflation at 3 atmospheres for 3 seconds, contrast media was found to be leaking under fluoroscopy, eventually the balloon ruptured. The procedure was completed with another coyote es balloon catheter. No patient complications were reported.